Manufacturer narrative:
H3: one device was received for evaluation. No previous repair was noted for the last 12 months. The mu mode status screen shows error code 41622. The review of the event history log (ehl) found multiple occurrences of ¿medium alarm displayed: delivery too slow¿, and occurrences of the cassette fluid being low before testing. The reported issue could not be confirmed. Further inspection identified a buckling upstream occlusion (uso) seal. The probable cause was low fluid in cassette, defective cassette, out of calibration, or outdated software. The error code was cleared, uso/dso sensors calibrated after performing calibration and updating software, device accuracy testing falls within the range of 18.2ml to 22.2ml. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the device was delivering slower than programed. There was unknown patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.